Event description:
It was reported that during a hand assisted lap nephrectomy procedure, the metal tip of the active blade broke off. The piece broke off in the pt; they removed it thru the trocar. The piece is 4mm long. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.